Manufacturer narrative:
B5: updated with additional information.

Event description:
It was reported that the patient complained of pain due to the reservoir component of this inflatable penile prosthesis (ipp) protruding. The patient also stated they have never been able to pump their device due to arthritis. The patient stated they wanted the ipp removed, however, the physician said the device was functioning normally and, if explanted, the patient would not be able to have another device implanted. The patient further discussed their concerns with a patient liaison explaining the pump was very hard and they were unable to manipulate it as a result. It was also noted that the patient is very thin resulting in the prominent reservoir. The liaison discussed troubleshooting techniques with the patient who stated they will reach out again with their results. The patient also stated they will attempt to schedule an appointment with their physician to determine if there is a placement issue with the reservoir. No further information is available at this time. Additional information was received that the patient continued to report pain due to their reservoir. The patient reported a CT scan was performed showing "the bag has moved and is in an area now that is causing me pain." To date, the patient has only seen their primary care physician as they have been unable to schedule time with their urologist and declined to go to the emergency department. The patient stated they were interested in finding another prosthetic urologist should he require it; the patient was referred to online patient resources. The patient states they will provide further follow-up once they have spoken with their urologist.

Event description:
It was reported that the patient complained of pain due to the reservoir component of this inflatable penile prosthesis (ipp) protruding. The patient also stated they have never been able to pump their device due to arthritis. The patient stated they wanted the ipp removed, however, the physician said the device was functioning normally and, if explanted, the patient would not be able to have another device implanted. The patient further discussed their concerns with a patient liaison explaining the pump was very hard and they were unable to manipulate it as a result. It was also noted that the patient is very thin resulting in the prominent reservoir. The liaison discussed troubleshooting techniques with the patient who stated they will reach out again with their results. The patient also stated they will attempt to schedule an appointment with their physician to determine if there is a placement issue with the reservoir. No further information is available at this time.